Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Failure: camera illumination hardware is faulty, however, camera works. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that while trouble-shooting, it was identified that the site's navigation system camera amber led was lit. Navigation works fine and precision was approximately 1 millimeter. After updating the system control unit (scu) fw, the amber led was turned off and the two green leds where lit. After re-booting, starting spine 2.1 and choosing a procedure, the amber led was turned on again. When running ndi configure tool it was discovered that illuminator hardware was faulty. There was no patient present when this issue was identified.